Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, which resolved the error, allowing the customer to successfully reconnect to the existing g7 sensor session. The customer was able to continue using the pump.